Event description:
Customer reported the system is displaying a file corruption error and will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reinstalled software and calibration files. System operates as intended.